Manufacturer narrative:
The phacoemulsification handpiece was received and a visual assessment of the returned sample found no visual nonconformity. The returned phaco handpiece was connected to a calibrated system. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. A temperature test was performed and the phaco handpiece was found to meet product specifications. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, where the phaco handpiece did not meet all product specifications. The phaco handpiece was disassembled for evaluation; however, no nonconformity was found within the phaco handpiece. The customer reported event of temperature high was unable to be confirmed, as the handpiece met specifications for temperature during testing. Unrelated to the reported event, the handpiece did not meet stroke test specifications. The phaco handpiece met specifications as related to the reported event of temperature high. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No further information was able to be obtained from this customer and the sample has not been received at the manufacturing site. With no additional, related information provided, the customers reported event was not able to be confirmed. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. However, should additional reportable information become available, a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the handpiece got hot during the procedure. The procedure was completed with the same handpiece. There was no patient impact.